Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The device history record (DHR) review was unable to be completed as the serial number (B)(6) does not appear to be a valid integra number. Upon evaluation, it was determined the handle was closed without the 6-inch transitional being inserted. This caused the handle to become deformed and ¿egg shaped¿. Additionally, the unit was received with the shock cushion worn from routine use and the adjustment wrench had worn threads. The reported complaint was confirmed via inspection of the unit. The issue was likely due to use error

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental report will be submitted upon completion of the investigation. Linked to mfg number:3004608878-2020-00127.

Event description:
This is 1 of 2 reports. A customer reported that the locking handle of an a2101 mayfield ultra base unit was not tight. Additional information received on 26feb2020 indicated that the device was inspected prior to use on patients. There was no patient contact nor injury reported.